Event description:
The patient underwent a revision surgery. The implants were discarded. No additional patient info was reported.

Manufacturer narrative:
(B)(4) - non-union. This part is not approved for use in the united states; however, a like device catalog # 6900240, 510k # k003780 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior surgical procedure from the occipital to t4. Sometime post-op it was found that the rod was broken just below the occipital bone. Fusion is not complete. A revision surgery has been scheduled but has not taken place yet. No additional patient complications have been reported.